Event description:
A "scan again in 10 minutes" message with the adc device was reported via webform and the customer was therefore unable to obtain readings. As a result, the customer experienced symptoms of hypoglycemia with loss of consciousness and was unable to self-treat. The customer was provided glucagon via injection and water with sugar by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.